Event description:
It was reported that noise was observed on the egm during hv lead impedance check a few days post-implant. The device was explanted and replaced. Rv lead tested normal with new ICD.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis confirmed the reported noise in the laboratory. Testing found that a discrepant hybrid component was the cause for the noise.

Event description:
Patient had undergone primary left total hip arthroplasty (B)(6) 2006. He was doing well until week of (B)(6) 2009, when he felt something give in head and he was unable to walk. Fractured modular neck and fatigue fracture with displacement, left total hip. Implants removed wright profemur z size 4 noncemented stem and anteverted varus neck long modular which was broken at the stem, and a plus 3.5 femoral head.